Event description:
On (B)(6) 2011, this pt was implanted with a gore tag thoracic endoprosthesis. On (B)(6) 2011, this pt underwent an additional procedure to treat a proximal type 1 endoleak whereby a tag device was implanted to extend th previously implanted tag device proximally. The type 1 endoleak was resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.